Manufacturer narrative:
(B)(4). Batch #: unk. Additional information was requested and the following was obtained: "there were there any patient consequences, and no further information." An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during an unknown procedure, the clips were not clipping flat and sometime feed two clips at once.